Event description:
Caller reports the patient tested 5.8 inr on coaguchek s system and 3.7 inr on a comparison lab on 7/23. Patient tested 6.5 inr on the coaguchek s system and 4.5 inr on a comparison lab on 7/27. No action taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.